Manufacturer narrative:
Patient-specific information (a2 age, a4 weight) is unknown at the time of this MDR writing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was percutaneously implanted via the right femoral artery in a patient experiencing cardiogenic shock secondary to an acute myocardial infarction for temporary mechanical circulatory support. During preparation, it was reported that no purge fluid was observed exiting the outlet cage, and the automated impella controller did not display any purge-related alarms. The staff replaced the purge cassette; however, no purge solution was initially observed exiting the outlet cage. Upon arrival of the clinical team, the pump was inspected and purge fluid was visualized exiting the outlet cage. Customer support was contacted and confirmed that any visible purge flow from the outlet indicates a primed pump suitable for use. Despite this, the physician expressed concern regarding the small amount of fluid observed and elected to abort the pump insertion. No patient harm was reported as a result of this event.

Manufacturer narrative:
H6 removed fluid leak as requested in audit correction. Rationale per complaint description: physician was concerned that there wasn't enough purge fluid exiting the motor during priming. Purge was coming out of the intended location.